Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and pump was found to be functioning as expected. The cannula showed no damage. The customer changed the infusion set and received another occlusion alarm. The customer did not want to remove site during the second round of troubleshooting and indicated that the site would be changed again.